Event description:
It was reported that during a gastric bypass procedure, the device was fired twice with a white cartridge. The third firing was on the stomach with a gold cartridge. On this firing the device locked out. There was a quick buzz from the motor; however, it did not fire. The reverse knife blade did not work so they used the manual override. Once the device was removed from the tissue, the cartridge was examined. Upon examination of the cartridge the proximal end had some staples that were deployed. A new device was then pulled and used to complete the procedure. No patient impact. On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? Yes, peri strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Had to use manual override. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Knife blade did not return. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an (B)(4) reload partially fired loaded on the device. It is possible that while loading the reload, it was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.